Event description:
It was reported that during testing on an unknown date, the device had motor issues. There was no patient involvement or impact. Due diligence information is complete and no additional information indicated. During device evaluation the unit motor speeds were erratic.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. This is an initial final report submission. Review of the most recent repair record identified the following related repair: tech confirmed the unit's speed was erratic and they replaced the motor. The unit was tested, calibrated, and returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.